Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/30/2014 with the following findings: visual inspection of the pump found some cosmetic damages. Using the returned battery cap, the pump powered up with auditory and vibratory features. The keypad cover was peeling. All the buttons responded intermittently and removal of the keypad cover found contamination under all the button contacts. The reported keypad issue was duplicated in the investigation. Unrelated to the keypad issue, the battery compartment was found to have cracked from the top to the grip pad. In addition, the display was dim and discolored.

Event description:
On (B)(6) 2014, the distributor contacted animas, alleging that the ¿up¿, ¿down¿ and ¿ok¿ buttons were under responsive prior to the cover being damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).